Event description:
It was reported "the doctor complained the k-wire was too flimsy. It bends as it penetrates." No patient injury or delay in surgery was reported.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.